Event description:
Per incident report "patient has been reporting low flow alarms to lvad team over the course of several months. Lvad team encouraged patient to come up to uch to be seen in clinic to better assess controller and troubleshot cause for low flow alarms. In alarm review only critical battery alarms are displayed, no low flow. A log file interrogation was requested from the manufacturer which showed that the controller was spontaneously rebooting. Controller was replaced without incident in clinic on (B)(6) 2018. Malfunctioning controller was sent back to vendor for analysis.